Event description:
Per the clinic, the device was explanted on (B)(6), 2014, due to loss of connection to the internal device.the patient was reimplanted with a new device during the same surgery.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
Correction: the correct serial number is (B)(4); not (B)(4) as previously reported. This report is filed on (B)(6) 2015.